Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that there was an ongoing placement signal alarm. Staff is planning to perform echocardiography to confirm position.

Manufacturer narrative:
The cause of the positioning issue was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.